Event description:
It was reported that in a journal article studying the alps plating system, that there were 4 patients with secondary peg penetration and avn. 3 of these patients were revised by having the plate and pegs removed and replaced by reverse total shoulder arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk plate cat#n/a lot#n/a. G2: sweden. Kjaer c, hillblom m, lenholm e, boström windhamre h, ekelund a. Results of open reduction and internal fixation of proximal humerus fractures using a proximal humeral plating system with smooth pegs. Shoulder & elbow. 2025;0(0). Doi:10.1177/17585732241309582 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.